Manufacturer narrative:
Concomitant medical products: product ID: 3889 lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient was still in bed as they were having some pain from the procedure. The next day it was reported that they the belt was loose, and that morning the ens fell out of the belt and the wire came unplugged from the ens. It was noted that the patient¿s husband had put everything back, but they were not sure if the device was working anymore, and they were worried that something may have come loose. It was recommended that they follow up with their manufacturer representative or healthcare provider. No further patient complications are anticipated or expected as a result of this event.